Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels between 46-80 (mg/dl). Reportedly, the contact believes the customer over-bloused the previous night and this is what caused their low bg levels. Juice was consumed to address bg level. Recommendation was made to consult with a health care provider to discuss diabetes management.